Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: update (B)(6) 2020: the investigation was re-opened upon the receipt of the product. Examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the femoral impactor, tibial impactor, was cracked, and broken red button on inaction handle. Fem sizer does not lock rotation anymore. All instruments are being returned and all pieces had been retrieved from the patient.